Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint. The inductive was bad and there was corrosion. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Chair will start to go forward and then slows down and sometimes doesn't go to either the right or the left.